Manufacturer narrative:
D.2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the needle blood shot out the end where the needle was instead of flowing into the vacutainer on one (1) device. No patient impact reported as blood was spilled on the counter, no direct blood exposure.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set with pah, the needle blood shot out the end where the needle was instead of flowing into the vacutainer on one (1) device. No patient impact reported as blood was spilled on the counter, no direct blood exposure.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. One of the customer photos shows a device with blood leakage on the wing and in the front sample of the device. Additionally, 30 retained samples underwent functional tests to assess the functionality of the device. All samples passed the tests, exhibiting no signs of damage or leakage during use. All samples were able to be activated properly with no evidence of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.